Event description:
The plaintiff's attorney alleged that the pt experienced a sudden cardiac event and subsequently expired on the same day, after the use naturalyte and/or granuflo.

Manufacturer narrative:
This is one of two device reports.